Event description:
Affiliate reported that after implantation, the proximal catheter detached from the valve. The catheter was reattached. It was then suspected that the patient developed an infection, which required the removal of the device. During the surgery, it was found that the silicone housing was broken.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a cut was found in the silicone housing. Although it is not possible to determine how the device became cut, it might be possible that the device came in contact with the edge of a sharp instrument either during the implant/explants of the device. This however could not be determined. It was also noted that the distal catheter was covered in biological debris, as well as tears found in the catheter. The proximal catheter was also torn. It might be possible that the device was clamped too tightly, but this could not be determined. The device was then subjected to various tests and it was determined that is was not possible to irrigate the valve or test for pressure, as a result of the cuts in the silicone housing. Programming could be achieved. It was also noted that biological debris was seen throughout the device. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. It was also noted that the sterilization records were reviewed and revealed that they conformed to the required specifications.